Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results obtained when tested using a non-vitros thermofisher omni-immune quality control (qc) fluid on two different vitros xt 7600 integrated systems. The most likely assignable cause for the higher than expected, intact pth (ipth) result is an issue isolated to the preparation of the qc fluids. There is no indication that the vitros eci integrated system or the vitros ipth reagent malfunctioned in any way. (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results obtained when tested using a non-vitros thermofisher omni-immune quality control (qc) fluid on two different vitros xt 7600 integrated systems. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected, vitros ipth results were not reported from the laboratory. Ortho has not been made aware of any allegation of harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).